Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level and infusion set cannula was bent. Customer stated that their blood glucose was running in the range of 400 mg/dl when they had an issue of bent cannula because the insulin did get pool at the site. It was not known if the customer was using auto mode at the time of high blood glucose event or not. The insulin pump will not be returned for analysis.